Event description:
Health professional reported a lap-band system explant due to intolerance. It was also reported that about one month after explant surgery the pt experienced "infection at [the] incision site and was given "augmentin per ER [emergency room]."

Manufacturer narrative:
Taper ii. (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Intolerance and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." "It is important to discuss all possible complications and adverse events with your pt. Complications which may result from the user of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of an infection as follows;" there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 percent of subjects included: incisional infection, infection, fever, abnormal healing and wound infection." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."